Event description:
It was reported that a patient (pt) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The break in aseptic technique was further described as patient did not wear a mask. On the same day, the patient was hospitalized for the event. The patient was treated with cefazolin (1.5 grams, once a day) and ceftazidime (1.5 grams, once a day) intraperitoneally (ip) for the indication of cloudy effluent. Three days later, cefazolin and ceftazidime therapies were discontinued. On an unreported date, the results were completed and the patient's treatment was changed to vancomycin (1 gram, two times daily, route not reported) for 7 days. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis event. On an unreported date, the patient was retrained on proper aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.